Event description:
Additional information received reported that the outcome was ongoing with no further actions needed. No lead migration was noted.

Event description:
It was reported the patient was in a motor vehicle accident and experienced loss of paresthesia coverage in their low back and legs. The patient¿s stimulator intermittently turns on and off since the accident. The patient also had stimulation in their stomach. Reprogramming was attempted but they were unable to obtain adequate paresthesia coverage. The device was interrogated and high impedances were noted. X-ray showed lead tips at t8-t9. Lead revision was recommended due to high impedances but the patient refused. The patient was not using their stimulator and did not want to undergo replacement surgery at the time of report. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant: product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).